Event description:
It was reported that there was a change in therapy effect. The patient had had 3 surgeries because they had to put in an additional catheter because the first migrated down and a new stiffer catheter was put in. ¿since then¿ the dystonia had ¿never been the same.¿ she now has a lot of dystonia and she can't sleep at night. When she was in the hospital they were increasing the baclofen, the date was not reported. After replacement the dystonia was ¿extreme¿ so they started increasing the level of baclofen. The patient was now up to 1000 mcgs every 24 hours and could only sleep with valium. The patient weighed (B)(6). Caller reports ¿something was not right.¿ the week prior to the report dystonia was reduced and she was ¿doing really good¿ for 3 days, it lasted until wednesday. On wednesday, the pump alarm went off, the pump was refilled and the severe dystonia came back. The reporter wondered if the patient was getting baclofen toxicity, that possibly during the few days before the refill they patient may have been getting a lesser dose. It was noted that the possibility had been discussed that maybe the drug should have been cut back, it was not clear who was involved in the discussion, if the doctor was part of the discussion. The patient had an appointment scheduled for (B)(6) 2013 to ¿try and figure this out.¿ the device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: unk; product type catheter product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: unk; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had an office visit on (B)(6) 2013 where the pump was exposed to air, eroded through the skin and there was catheter migration. It was reported a new pump was placed on (B)(6) 2013. It was noted an x-ray showed the catheter at t7 on (B)(6) 2013 and at t9 on (B)(6) 2013. It was reported a new spinal catheter was placed on (B)(6) 2013. It was reported the pump was emptied and a refill was performed on (B)(6) 2013 without issue. It was reported that a dye study was performed on (B)(6) 2013. It was noted the health care provider (hcp) was unable to aspirate csf from the catheter access port. It was noted that dye was not injected, but they were able to follow the pump from the catheter visually under fluoroscopy. It was noted the catheter was found at c3. It was stated the patient still used the pump at this point but complained of poor clinical response.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that a few months ago, the spinal segment of the patient&#62688;catheter was replaced with another manufacturer's catheter and then spliced to the patient&#62688;remaining existing catheter; it was unknown how the connection was made. A dye study was being done because the patient was not receiving good therapeutic relief.